Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 66.8mm aaa. It was reported that during the index procedure, the endurant bifurcate was inserted from the right femoral artery and deployed after confirming the position of the renal artery. As the left renal artery was slightly covered when the suprarenal stent was deployed in this position, the suprarenal stent was slowly deployed so that it was lowered by about 2 mm and placed directly under the renal artery. Judging from the marking, it was placed just below the renal artery. After that it was deployed until the opposite gate appeared. After that, as planned, a limb was placed on the opposite side, and another limb (etlw1616c124ej) was placed on the same side. Touch-up was performed from the same side, and touch-up was also performed on the contralateral side. The contrast medium was flowing through the renal artery when the final contrast imaging was performed, but it was covered. An attempt was made to perform cannulation from the left arm to renal artery. The right renal artery was cannulated without any problems. Although a wire was inserted into the left renal artery, a catheter could not be inserted, so it was decided to withdraw. There was a possibility that the left renal artery was slightly covered, so stent placement was suggested, but the physician decided not to perform additional treatment. Per the physician the cause of the occlusion could not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the infrarenal neck was angulated and possibly contributed to the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was confirmed anatomy could have contributed to the inaccurate placement of the stent graft and subsequent coverage of the renal artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.